Event description:
It was reported that the (12) lvp modules displayed dim lower segments .the biomed stated the location of the dim segments vary. There was no patient involvement as the issues were found during preventive maintenance.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 12 out of 12 returned display boards. Physical inspection of each board was performed and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 12 out of 12 returned lvp display board assemblies with dim segments. Manufacturing issue device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 : only display boards were provided for investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the (12) lvp modules displayed dim lower segments .the biomed stated the location of the dim segments vary. There was no patient involvement as the issues were found during preventive maintenance.